Manufacturer narrative:
The device was not returned to the manufacturer for analysis. Investigation was based on pictures provided by the customer. The pictures showed that the tip of the instrument was not attached to the shaft. The complaint report of damaged tip has been confirmed. The root cause of the damage has not been identified as a workmanship or material deficiency.

Event description:
An operating room (or) inventory control lead reported that on (B)(6) 2018, as the item was being sterilized, the gold tip of the 600318 l-shape hook electrode was "blown out". Additional information was received from the customer on 17jul2018 indicating that by blown out it, the customer meant that the gold threaded pin was completely out of the tip and it was floating free with a "bunch" of black particles from the inside. The product was not in contact with the patient. The patient was prepped for surgery . There was no patient injury or death alleged. It was unknown if there was any surgery delay.